Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant total prostate-specific antigen (psa) result. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the instrument. The cse noticed water bubbles under the wash manifold. The cse replaced manifold and sensor cuvette loader. The cse opened, cleaned and recalibrated the ancillary reagent compartment fridge. The cause of the discordant psa result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely high total prostate-specific antigen (psa) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was obtained from the patient and tested on an alternate instrument in another lab, resulting lower. The corrected result was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant psa result.

Manufacturer narrative:
The initial MDR 2432235-2017-00506 was filed on sep 11, 2017 additional information (09/27/2017): the customer received advia centaur total prostate-specific antigen (psa) kit with calibration q lot 072. The customer tested different non-pregnant female samples and the results were normal. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a millipore bacterial test and found colonies on the paddle taken from the water bottle. The cse replaced the water bottle, degasser and water filter. The cse ran water and dry tests in 30 replicates, which were acceptable. The cse primed from the reservoir to the manifold. The cse ran 20 new replicates of water and dry tests. The cse performed a comparison study with new patient samples and the results were acceptable.

Manufacturer narrative:
The initial MDR 2432235-2017-00506 was filed on sep 11, 2017. The supplemental MDR 2432235-2017-00506_s1 was filed on oct 19, 2017. Additional information (11/02/2017): a siemens technical support laboratory (tsl) investigated the customer's report of high recovery with prostatectomy samples when using centaur xp psa lot 032277 and calibrator q, lot cq72 when testing female samples to evaluate the assay's low end performance. Tsl tested 50 non-pregnant female samples and could not duplicate the non-pregnant female sample recovery seen at the customer site. Tsl findings confirmed the recovery of female samples was as expected. A siemens field application specialist ran a patient pool study, a calibration and quality control(s), which resulted in range. A siemens headquarter support center (hsc) summarized the findings as follows: initial service on the instrument improved recovery but the customer still reported high recovery with prostatectomy samples. There are no claims for how the advia centaur xp psa assay recovers prostatectomy samples. Thus, low end recovery was evaluated with non-pregnant female samples, which should have a median value of < 0.06 ng/ml based on the centaur xp psa instructions for use (IFU). The cause of the customer's high recovery with non-pregnant female samples cannot be determined but may be due to the customer testing a different sample population. As stated in cc 16-17.a.ous clarification of the utility of the psa assay, psa values should be interpreted in accordance with current clinical guidelines for defining biochemical recurrence following radical prostatectomy. These guidelines define biochemical recurrence of prostate cancer as a detectable or rising psa value post-radical prostatectomy that is >= 0.2 ng/ml ng/ml (ug/l) with a second confirmatory level of >= 0.2 ng/ml (ug/l). So the prostatectomy sample results obtained by the customer do not indicate biochemical recurrence of prostate cancer. Based on the available information centaur xp psa lot 032277 is performing as intended.